Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance during manufacturing of the product. Bd vacationer instructions for use gives instructions on reinsertion of the bd hemogard closure: replace closure over tube. Twist and push down firmly until stopper is fully reseated. Complete reinsertion of the stopper is necessary for the closure to remain securely on the tube during handling. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 10.8 mg blood collection tubes cap is loose. This occurred on 20 occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: loose cap. They have experienced a loose cap issue for several years. They mentioned loose cap occurs when transporting or centrifuging tubes. They asked bd to experiment with opening caps, adding fluid inside the tubes and observing whether caps come off. They said greiner tubes don't have this kind of problem in the same condition. Approx. 5% occurrence.